Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the initial implant procedure that the guidewire could not be inserted into the right ventricular lead. The lead could not reach the ventricle so the physician opted to explant and replace the lead. The replacement was successful and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.